Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced bleeding upon sensor insertion which occurred the same day the sensor was inserted into the arm. On (B)(6) 2024, the patient and her daughter placed compression and ice on the bleeding area, however, the bleeding did not stop. Therefore, the patient¿s daughter took the patient to the emergency room around 9pm. The patient was treated with two unspecified injections to help the blood clot and to stop the bleeding. The patient recovered and was discharged around 5:30am on (B)(6) 2024 the following morning. The patient was in good condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.